Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). Failure (event) observed during analysis. Final analysis found the insulation was abraded at multiple locations. Abrasion are indicative of exposure to constant friction with another implantable device.